Event description:
It was reported that leakage occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "some pharmacist's assistants tell that with the 50ml syringes, fluid sometimes runs past the stopper, especially when we have to put a lot of force on it. We have said that if it happens again, the packaging should be kept. I suspect that it is not specifically about one lot but about several lots ... Syringes were used with nacl."

Manufacturer narrative:
Investigation: one used sample and one picture was received for evaluation by our quality team. Upon visual inspection of the sample and picture received, the leakage past the stopper can be verified. The stopper is verified to be correctly assembled to the plunger. Ten retained samples of lot 1908208 were evaluated. On visual inspection of these ten samples, no damage or molding defects can be observed and the stopper is correctly assembled. A leak test was also performed on the ten retained samples which met specifications. A device history record review found no non-conformances associated with this issue during production of this batch. Based upon the visual inspection of the retained samples, the samples received and the quality team's investigation, we were unable to determine the root cause for this incident.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "some pharmacist's assistants tell that with the 50ml syringes, fluid sometimes runs past the stopper, especially when we have to put a lot of force on it. We have said that if it happens again, the packaging should be kept. I suspect that it is not specifically about one lot but about several lots ... Syringes were used with nacl."